Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of high metal ion levels. Update 7/16/2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions (no labs provided). The stem is being added to the complaint. The complaint was updated on:8/14/2015. Update rec'd 7/27/2015: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. There is no new additional information that would affect the investigation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair, metal wear and metallosis.